Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 was confirmed. The cause was determined to be use error, the patient disconnected from the set during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) while on home choice (hc) device during use. The home patient (hp) stated that he had disconnected (non-aseptically) from the hc during drain. The baxter technical representative (tsr) documented that the hp had reconnected non-aseptically. The tsr advised the hp to cycle power and hc alarmed with se 2367. The hp stated he had low blood pressure. The tsr advised the hp to call the nurse or doctor before restarting therapy. The tsr documented that the hp had disconnected non-aseptically and reconnected. There was no patient injury or medical intervention indicated at the time of the initial report.